Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported slda and poor imaging appear to have been results of challenging patient anatomy. The reported additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report slda, intervention. It was reported that this was a mitra clip procedure to treat mixed mitral regurgitation (mmr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve. Noted difficult imaging due to patient anatomy. The clip was implanted but there was a single leaflet device attachment (slda) from the anterior leaflet. An additional clip was implanted to stabilize the first clip. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.